Event description:
It was reported that a malfunction alarm occurred with the pump, identified by malfunction code malf 12. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received assistance from technical support in resetting the pump, which successfully resolved the issue, as the malfunction code did not recur.